Event description:
A physician from UK complained that the urine glucose readings were reading false negative using bayer visual reagent strips product, labstix. Physician claims that the pt is now in serious risk of falling into a diabetic coma. The urine and blood tests have been sent to the laboratory and confirmed that the patient's glucose levels in blood sample are abnormally high. In house investigation of affected product did not confirm the alleged complaint. The product claims clearly indicate that the product is intended as a screen test to identify potential diabetics who's blood glucose levels are high enough to cause to spill glucose over that individual's threshold into the urine. The product is not intended to monitor or regulate a diabetic's blood glucose level. It seems to be the approach taken by the physician who reported this complaint.